Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent (a 6.0 x 80mm stent) to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal segment in the left leg. A retrograde approach was used and the lesion was prepared using atherectomy and pre-dilated with percutaneous transluminal angioplasty (pta). The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. The patient was seen in the clinic on 27-dec-22 for follow-up review. The patient reported that she had developed pain in her feet with very short distance claudication. It started first on the left leg and then shortly after similar symptoms followed in the right leg. Duplex ultrasound (dus) on the 27-dec-22 showed a 50-75% stenosis in inflow to the bm3d stent and >50% stenosis in the med segment of the bm3d stent. There was also 50-75% stenosis of the left middle popliteal segment. The left common femororal artery (cfa), proximal sfa and middle sfa showed <50% stenosis. The ankle brachial index (abi) on the left was measured at 0.33 and on the right it was measured at 0.48. A left leg angiogram on 03-jan-23 was used to treat the affected segments. Laser atherectomy and pta of the left sfa middle third to proximal popliteal segment. This was reported as a target lesion revascularisation (tlr)/target vessel revascularisation (tvr). There was also pta conducted on the left popliteal artery above the knee (a separate lesion from the thrombosed stent). Following pta, a small area of dissection was noted proximally. There was brisk flow of contrast reported through the treated areas including the stent. The event of restenosis was reported as possibly related to the device and not related to the procedure. It was reported as target lesion related. The patient outcome was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication are listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2022, the patient was implanted with one biomimics 3d (bm3d) stent in the left leg, a 6.0 x 80 mm stent which was used to treat a restenotic lesion of the superficial femoral artery (sfa) distal third to proximal popliteal. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site reported that on (B)(6) 2022, a restenosis of treated segment (target lesion) was identified. The patient was seen in the clinic on (B)(6) 2022 for follow-up review. The patient reported that she had developed pain in her feet with very short distance claudication. It started first on the left leg and then shortly after similar symptoms followed in the right leg. Duplex ultrasound (dus) on the (B)(6) 2022 showed a 50-75% stenosis in inflow to the bm3d stent and >50% stenosis in the med segment of the bm3d stent. There was also 50-75% stenosis of the left middle popliteal segment. The left common femororal artery (cfa), proximal sfa and middle sfa showed <50% stenosis. The ankle brachial index (abi) on the left was measured at 0.33 and on the right it was measured at 0.48. A left leg angiogram on 03-jan-23 was used to treat the affected segments. Laser atherectomy and pta of the left sfa middle third to proximal popliteal segment. This was reported as a target lesion revascularisation (tlr)/target vessel revascularisation (tvr). There was also pta conducted on the left popliteal artery above the knee (a separate lesion from the thrombosed stent). Following pta, a small area of dissection was noted proximally. There was brisk flow of contrast reported through the treated areas including the stent. The event of restenosis was reported as possibly related to the device and not related to the procedure. It was reported as target lesion related. The patient outcome was reported as resolved/recovered and the device remains implanted.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication are listed in the biomimics 3d instructions for use and are known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.